Event description:
Surgery for abutment and abutment screw replacement. Pain was reported as clinical sign. No device failure reported. The procedure took place on (B)(6) 2024.

Manufacturer narrative:
Surgery for abutment and abutment screw replacement. Pain was reported as clinical sign. No device failure reported. The procedure took place on (B)(6) 2024.